Event description:
Boston scientific received information that the clinician reported the patient's communicator had started on fire when it was plugged in. There were no report of adverse patient effects. The patient was advised to unplug the communicator immediately.

Manufacturer narrative:
A replacement communicator will be sent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information that the post market quality assurance laboratory received the communicator and power supply for analysis. Analysis confirmed the allegation. There was visible evidence the cord had melted. The power cord was visually inspected and confirmed to be damaged. The plastic led housing, strain relief and power cord adjacent to the strain relief were marred. They appeared to have become very hot prior to analysis. The returned power brick failed to output any significant voltage (~ 0.8vdc) while plugged into an ac power source for 20 minutes. The brick did not become hot to the touch during voltage and temperature measurements. Its case did not melt or become deformed. There was an audible ringing sound made by the brick while plugged into the ac source, but there was no burning smell noticed. The brick's green led was not on while plugged into the ac source. Counter and chat report information indicates that the power brick failure did not occur during setup. The measurement showed the power brick was good. The communicator housing was clean and not deformed. There were no visual burn marks near the power port and phone jacks on the back of the unit. The phone cord had not been used. It was in an unopened plastic package.